Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor separation with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for poor separation was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported with the use of the bd vacutainer® sst¿ blood collection tubes the ¿gel did not fully migrate its shown to be halfway from bottom¿ there was no report of injury or further medical intervention.